Event description:
It was reported that (1) device was used during a laparoscopic urological procedure. It was reported by the affiliate that the lcsc5 blade would not activate. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.